Manufacturer narrative:
The pump was received with currents with specification. No blank display was noted. The lcd board was okay. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage found on the electronic assembly. No beeping or buzzing anomaly noted. No unexpected light noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. She noted that she had changed the battery recently leading up to the issue. Her blood glucose was 121 mg/dl. She stated that the insulin pump did not show any signs of physical damage and that it had not been dropped or bumped. She noted that the insulin pump may have been exposed to sweat near her. She did not observe any damage or corrosion to the battery cap, battery compartment or spring. She tested with a new battery and cleaned the battery cap contact, but the display did not return after either troubleshooting method. She added that she pressed some buttons, and the backlight came on. When she pushed more buttons, some graphics showed dark but it was unlike a normal display. She had no response from buttons. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the device. She agreed to return the device for analysis.